Event description:
It was reported that a burning smell was noted after the home patient (hp) connected to the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was not connected at the time of the event. The device was received for evaluation. A review of the event history log revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the reported problem. An external/internal inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional and electrical testing was performed on the device with no issues detected. A review of the service history revealed that previous servicing of the device was not related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.